Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that both valves operate within the accepted tolerance in both positions. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test the brake functionality test of both valves has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the m.blue plus. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. Both valves operate as expected and they met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. It should be noted that after the revision on your part a permeability test was already performed. Based on our investigation results, we cannot determine the suspicion of a decelerated outflow at the time of our investigation. The reason for the above-mentioned functional impairment is not clear to us at the time of the investigation. However, it is possible that through the testing with liquid, deposits in the valve were flushed out. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the m.blue plus was believed to be operated in underdrianage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: unknown, weight: (B)(6), gender: male.